Manufacturer narrative:
.

Event description:
Ipsilateral tia reported. Patient recovered without sequelae. Please reference MDR 2183870-2009-00167 for the other protege rx and MDR 2183870-2009-00169 for the spiderfx used in this procedure.